Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
This correction is being filed to reduce the summary total from 12 to 1. The previous summary total of 12 provided was a data entry error.

Event description:
Implant failed to osseointegrate.